Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of dizziness, lightheadedness, and discomfort, and it was noted that the patient's heart rate was occasionally dropping to a very slow rate. The lead exhibited oversensing which led to pacing inhibition and intermittent loss of capture during pocket manipulation. In addition, there were unstable thresholds, and both lead warning and polarity switch had occurred due to high impedances. The lead was confirmed fractured at the tip conductor during provocative testing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.